Event description:
(B)(6) - it was reported by the consumer that the I-fit shower chair seat cracked during use, she fell in the bathtub, and sustained bruises. No medical attention was sought. Should we receive additional information, this file will be reviewed, and a supplemental report will be submitted.